Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results on their e411 analyzer. The sample was tested in a sample cup. The patient's initial tsh result was 0.037 miu/l accompanied by a data flag. The initial ft4 result was 1.48 pmol/l accompanied by a data flag. These results were queried by the doctor and repeated at a sister site on an e601 analyzer, serial number not provided. The repeat tsh result was 2.16. The repeat ft4 result was 14.64. The units of measure were not provided. The sample was repeated at the first customer site. The tsh result was 2.21 and the ft4 result was 14.23. The units of measure were not provided. It is unknown if there were any adverse events. The tsh reagent lot number was 164730 and the expiration date was (B)(6) 2012. The ft4 reagent lot number and expiration date were not provided. The field service representative checked the sample for clots and microfibers and found none. Quality control data from after the event was reviewed. Quality control was performed. He checked and adjusted stirrer paddle speed that was higher than specified range. He adjusted sipper probe that was not aligned to cup.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer did not provide any additional information for further investigation. A root cause for this event could not be determined.